Manufacturer narrative:
(B)(4). Investigation summary: per service manual operational and diagnostic analysis confirmed the restart generator error. The generator pcb assembly and power supply module were replaced as identified in the investigation to address the error message. Additionally, the earth ground nut and washer were replaced. This was unrelated to the reported issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. A manufacturing record evaluation was performed for the finished device serial number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the gen11 received a restart error. There was no patient consequence.